Event description:
Customer reported low device results for a few days. At around 6:15 pm, customer was not able to wake up after eating. Device = 77 mg/dl. Customer drank orange juice. Paramedics arrived about 15-20 minutes later. Paramedics device = 41 mg/dl. Customer was treated with a glucose IV and taken to the hospital. No controls were used. A request was made for return product and replacement product was sent.